Event description:
Customer called lfs alleging that a meter was prompting the "not ok" message. No symptoms were reported. Ccr replaced meter because issue was not resolved. The meter was also reported to be reading inaccurately high. They obtained "220 mg/dl, 262 mg/dl, 174 mg/dl, 196 mg/dl, 180 mg/dl, 164 mg/dl, 219 mg/dl, and 187 mg/dl". Customer was comparing meter to same meter readings, time difference between the results was greater than 30 minutes and results were greater thatn 20% difference (invalid comparison). No symptoms were reported at the time. No adverse event or serious injury occurred. Ccr performed a check strip test and meter failed. The "redo check" message following the failed check strip test was not resolved. No further info was provided.